Event description:
It was reported that a spectrum pump does not restart after downstream occlusion. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. It was found out of spec with respect to not restarting after a downstream occlusion which was reproduced. The current reading of the downstream sensor with a fluid filled set loaded was found out of spec (high readings). Eval also found the downstream pressure plate gap to be out of spec. The device was calibrated to ensure proper occlusion detection.